Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead incurred conductor fracture upon removal from pocket during changeout. The lead damage was confirmed through physical inspection and psa testing. Also, lead conductor was verified through fluoroscopy and x ray. This lv lead was surgically abandoned. No additional adverse patient effects were reported.